Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. The target lesion was located in the moderately calcified unknown artery. While advancing a 32mm x 2.50mm ion drug-eluting stent, the patient reported a "different sensation" and the physician failed to cross the lesion. So they withdraw the device and the physician felt a resistance. The stent was removed and proximal struts deformation was noted after device examination. The procedure was completed with an implantation of another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination of the device noted stent damage. The struts on the first two rows at the proximal end of the stent were stretched out and raised up, there were also some struts on the eleventh and twelfth rows in from the proximal end of the stent that were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. The target lesion was located in the moderately calcified unknown artery. While advancing a 32mm x 2.50mm ion drug-eluting stent, the patient reported a "different sensation" and the physician failed to cross the lesion. So they withdraw the device and the physician felt a resistance. The stent was removed and proximal struts deformation was noted after device examination. The procedure was completed with an implantation of another stent. No patient complications were reported and the patient's status was stable.